Event description:
Patient presented to the physician with ongoing swelling, tenderness, and purulent discharge at the neck incision site. A CT scan was performed, revealing likely chronic infection and skin inflammation. Imaging also indicated probable contamination of the digastric tendon anchor. Physician prescribed antibiotics. Patient returned to the physician for a follow-up appointment, where improvement was noted. Antibiotic treatment will be continued, and further evaluation will be conducted if the infection does not fully resolve.

Event description:
Patient presented back to the physician with continued infection at the neck incision site. Physician brought the patient into the or and removed the entire inspire system. Postoperative antibiotics were prescribed.